Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. After a stent was deployed, a 3.00x12mm promus premier drug -eluting stent (des) was advanced but failed to cross the previously implanted stent. The device was removed and it was noted that the promus premier stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Stent delivery system (sds) was returned for analysis. A visual examination of the stent found a distal stent damage with stent struts on the first row slightly flared and on the second row lifted distally from the stent profile. The od (outer diameter) of the stent on the undamaged proximal part was measured and was within specifications. Stent damage noted most likely occurred during advancing attempts to cross to the lesion site through a placed stent. The distal edge of the bumper tip of the device was damaged. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several severe kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found a mid-shaft kink at 20mm distal from the hypotube to midshaft bond. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. After a stent was deployed, a 3.00x12mm promus premier¿ drug -eluting stent (des) was advanced but failed to cross the previously implanted stent. The device was removed and it was noted that the promus premier¿ stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.